Manufacturer narrative:
Product analysis #(B)(4). Equipment used: video inspection system ((B)(6)), ruler ((B)(6)), camera (panasonic lumix dmc-zs5 as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime inner pouch and within a dispenser coil. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the axium prime pusher was found broken at the break indicator with the release wire and coin fully retracted out of the pusher. The proximal segment and release wire/coin were not returned for analysis. The axium prime pusher was found kinked at ~4.6cm and ~7.2cm from the proximal end. No damages or irregularities were found with the shield coil. The implant coil was already detached from the pusher. The implant coil was found damaged. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition and due to the implant already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter, incompatible micro catheter, or tortuous anatomy. Customer reported patient vessel tortuosity as normal, and devices were prepared per IFU. The returned axium prime implant coil was found damaged, and the pusher was found kinked. Customer reported no issues and no resistance within the introducer sheath during preparation; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. The break indicator was found broken and the coin was fully retracted out of the lumen stop, detaching the implant coil as expected by the detachment subassemblies. Customer did not report any detachment attempts. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Ngod10 (B)(6)2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil could not be pushed out. The axium was stuck in the middle portion of the catheter. Both the axium coil and the catheter were not damaged. The axium and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured ophthalmic artery aneurysm with a max diameter of 4mm and a 3.2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.